Event description:
It was reported that the customer received a compromised force sensor system alarm. Customer's blood glucose level at the time 107mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a loose and protruded drive support disk. No alarm for a loose drive support disk could be verified due to the motor error alarms. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.